Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros k+ result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The assignable cause of the event could not be determined with the limited information provided. The customer provided information that confirmed acceptable quality control (qc) performance of the vitros k+ slide lot 4102-1186-5744 during the timeframe of (B)(6) 2026 through (B)(6) 2026. Therefore, a vitros k+ slide lot 4102-1186-5744 performance related issue is not a likely contributor to the event. In addition, the customer performed 20 repeatability tests without issue using the affected patient sample. All 20 test events of the affected patient sample were within 0.04 mmol/l of one another, indicating acceptable reproducibility (clias acceptability criteria for the k+ assay is tv +/- 0.3 mmol/l). This demonstrates that a vitros k+ slide lot performance issue is not a likely contributor to the event, however, an individual slide-related issue cannot be ruled out entirely. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros k+ slide lot 4102-1186-5744. No precision testing was performed on the vitros 5600 integrated system to verify instrument performance. Therefore, an instrument related issue cannot be ruled out as a contributor to the event. The vitros k+ instructions for use (IFU) state do not use hemolyzed specimens. Lysis of only 0.5% of the erythrocytes can increase potassium levels by 0.5 mmol/l. The customer provided an image of the affected patient sample, which did not show evidence of hemolysis. Therefore, a sample integrity issue is not a likely contributor to the event. The ortho complaint handling unit (chu) asked if it was possible if a preanalytical sample mix up was possible, given the difference in magnitude between the two results observed. The ortho fas explained that sample misplacement (mismatch) had been ruled out already, with onsite verification by technical staff afterward. In addition, viscosity and lipemia values were consistent across both the initial and repeat test events. Therefore, preanalytical sample mix up is not a likely cause of the event.

Event description:
An ortho clinical diagnostics (ortho) field application specialist (fas) contacted the ortho technical solutions center (tsc) to report a non-reproducible, higher than expected potassium (k+) result obtained from a single patient sample using vitros potassium (k+) slides, lot 4102-1186-5744, on a vitros 5600 integrated system. Patient sample 1 result of 8.30 mmol/l versus the expected repeat result of 2.83 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros k+ result was not reported from the laboratory and there has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).